Manufacturer narrative:
Investigation: the customer stated that they were performing an investigation at the customer's site for a volume discrepancy from a double collection procedure. Upon review, she noticed that the operator entered the donor's gender as male instead of female. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported an incident of data input error in the trima system. The customer entered the donor's gender as male instead of female. Per the customer, the donor did not complain of any discomfort during the procedure. No medical intervention was required for this event and no additional follow-up visit was necessary for this event. The donor is reported in healthy condition.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the clinical specialist provided the end of run summary and feedback to the customer regarding the implications of incorrect data entry of donor information and how it can affect available procedures. A one year review of the device's service history was performed with no issues noted related to the reported condition. An internal report indicates no further related issues have been reported for this device. Root cause: the root cause for this incorrect donor information was found to be a 'user interface error.'